Manufacturer narrative:
(B)(4). Investigation: this disposable set was unavailable for return for investigation. A service call was placed on (B)(6) 2010 and the device was found to be in good working order. Upon further follow-up, the root cause of the donor's frequency of urination and red urine was a urinary tract infection. Conclusion: pt infection unrelated to this procedure.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We have changed our process to better align with current agency policy. The following incident description was provided to caridianbct quality assurance: the customer performed a granulocyte collection on a donor and the next day the customer states that the donor's physician called them today to let them know that the donor presented to the physician's office with frequency of urination and red urine. The customer would like to know if the cobe spectra system monitors the granulocyte collection for hemolysis and as an operator, how she would observe for this during a procedure. The customer states that throughout the collection procedure, the plasma exiting the centrifuge was clear yellow and that she saw no evidence of hemolysis. This report is being filed due to infection. Complainant did not provide pt identifier.